Manufacturer narrative:
The insulin pump was received with traces of moisture at remote frequency board per visual inspection. Device had unresponsive act button due to corroded keypad traces. It was unable to perform the operating current test or verify battery out limit alarm due to unresponsive buttons. It was also unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was stored for a battery for a few days and when inserting a new battery, it alarmed battery out limit. The customer stated she could not clear the alarm due to the act button not responding. Customer stated that the device might have been exposed to sweat. Blood glucose value was 400 mg/dl. The customer also stated she was unable to rewind the insulin pump and her blood glucose went from 400 mg/dl to 60 mg/dl since she was off the insulin pump for a few days due to the issues she had with it.